Event description:
The customer reported that the unit would not boot up and was getting a generator error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the error. The unit was giving different error codes that were referring to the lvps and heater pcb. He replaced the lvps and heater pcbs on the generator. The system operates as intended.